Event description:
Customer's wife reported customer rec'd an errc 6 message on their freestyle meter. Customer's wife also reported calling an ambulance when the customer became incoherent and unresponsive. The customer rec'd glucose intravenously. No diagnosis was reported. There was no report of death or mistreatment associated with this event. In addition, adc customer service was able to assist customer to do a glucose test with their adc meter.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.